Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to the test port receptacle pins. The device was recertified and returned to the customer. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles, the device performs to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.